Event description:
A facility reported that the patient was secured in pins for posterior cervical laminectomy surgery in prone position, and for some unknown reason the mayfield triad skull clamp (a1108) opened (came loose), and the patient's head became free. A staff member was there and able to support the head until the surgeon was called back. The staff member held the head while the patient was checked for lacerations and then re-pinned. Approximate time of delay is unknown. The surgery was completed with no further issues, and no patient injury was observed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield triad skull clamp (a1108) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the device showed that the reported fault is not confirmed. It was found that the index knob had a lower torque, but this is unrelated to reported fault. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.